Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. After the pulse generator was implanted, the device lost telemetry. The device was able to regain telemetry and the device was noted to be in backup vvi operations upon re-interrogation. A device download was performed restoring the device successfully. The patient was stable.